Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise. Therapy was programmed off in the device and an x-ray was taken. Initially the clinic was concerned over possible electrode integrity. Boston scientific technical services (ts) was consulted to review the episode and x-ray to assess for electrode integrity. Upon review, ts could not identify obvious lead impairment and noted that the episode showed high amplitude noise in combination with baseline shifts and sudden decreases in signal amplitudes. Ts further noted that the noise appeared to be consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode and recommended further assessment of the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode to assess connection. The patient was brought back in for testing and the noise was reproduced with provocation. The s-ICD was left programmed in secondary sensing vector with a two times gain, as the noise appeared to be appropriately detected. Therapy was programmed back on. Ts was again consulted and discussed that this programming change appears to be a clinical decision prior to invasive options. Ts did note that this sensing vector does not offer idea r to t ratio and that there may continue to be risk of additional inappropriate shocks. The field representative would inform the physician regarding the information provided by ts. The s-ICD and electrode remain in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.